Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Insulin pump had cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump had cracks on the screen. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had unexplained no delivery alerts. The insulin pump will not be returned for analysis.